Manufacturer narrative:
(B)(4)

Event description:
Clinical diabetic educator (cde) contacted dexcom on (B)(6) 2015, to report a skin reaction witnessed while the patient was at the doctor's office on (B)(6) 2015. Cde described the skin reaction as a red rash in the form of the transmitter at the application site. The patient's sensor was inserted at the arm on (B)(6) 2015. The patient has been experiencing the reported skin reaction since (B)(6) 2015. Patient treats the affected area with flonase topical cream, previously prescribed by physician for sensor site skin reactions, in (B)(6) 2015. Cde reported that the patient continues to have skin reactions at sensor application site. Additionally, it was confirmed that there is no infection present to the affected area. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen). Photographs were provided confirming the customer complaint. The reported event was confirmed. The root cause cannot be determined.